Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - 3.5mm cannulated screw/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article andersen, j., czarnecki, j., kocher, m., micheli, l. (2007) internal fixation of juvenile osteochondritis dissecans lesions of the knee. The american journal of sports medicine, volume 35, number 5: 712-718. The purpose of this article is to evaluate the functional and radiographic outcome of internal fixation of juvenile osteochondritis dissecans lesions of the knee. The retrospective study was performed from 1989 to 2003. The study population included 26 knees in 24 skeletally immature patients who underwent internal fixation of osteochondritis dissecans lesions. Mean follow-up was 4.25 years (range, 2-14.75 years). Mean patient age at surgery was 14.7 years (range, 11-16 years). There were 13 boys and 11 girls. Complications: eight patients underwent additional procedures - 4 for nonunion, 1 for hemarthrosis, and 3 for elective screw removal. A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown 3.5mm cannulated screw and refers to the serious injuries of: 4 patients for nonunion, 1 patient for hemarthrosis, and 3 patients for elective screw removal.